Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing) during suturing procedure". No report of patient harm or injury.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first staple appeared misaligned. There were 24 staples remaining in the cover block indicating that at least 11 staples were fired by the end user. The trigger was returned engaged and no clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed backwards and released. On the second attempt, a staple fully formed and released properly. This was repeated 4 more times with the same result. To simulate insertion, the remaining staples were fired into a simulated skin pad. Upon the engagement of the trigger, the remaining staples were able to form and release properly into the simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further investigate this issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first staple appeared misaligned. Upon engagement of the trigger, the first staples formed backwards and released. On the second attempt, a staple fully formed and released properly. This was repeated 4 more times with the same result. To simulate insertion, the remaining staples were fired into a simulated skin pad. Upon the engagement of the trigger, the remaining staples were able to form and release properly into the simulated skin pad. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.